Manufacturer narrative:
Based on the claim against the product by the customer noting engagement issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the sureform 45 stapler to perform failure analysis. Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was placed on an in-house system with an in-house drape and seal and failed the engagement test. The engagement test was performed a total of three times and failed twice. When the instrument passed the engagement test, the instrument was driven. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. Additional observation not reported by site that is related to the primary failure: the instrument was found to have binding of the roll bushing. Friction was observed when manually rotating the main tube. The instrument exhibited unintuitive motion and uncontrolled motion. The uncontrolled motion was unable to move the roll motion in either direction. Signs of corrosion were found on the instrument bearing. Bearing found at the proximal end of the main tube exhibits orange discoloration. Corroded metal shavings were found stuck to the magnet.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure the sureform stapler 45 would not engage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: it did not calibrate properly prior to the start of the procedure.